Event description:
It was reported that in art" mode, the liquid level monitoring function triggered an alarm but failed to stop the pump. The event occurred during a routine check. No harm to any person was reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that in art" mode, the liquid level monitoring function triggered an alarm but failed to stop the pump. The event occurred during a routine check. No harm to any person was reported. A getinge field service technician (fst) was sent for investigation and repair on 2026-05-11. The failure could be reproduced. The components were reconnected which solved the failure. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The failure can be linked to the following most possible root causes according to the hl 20 risk assessment: level sensor or bubble sensor malfunction because of: - software error (e.g. In sensor, in communication) - hardware error - sensor failure the review of the non-conformities has been performed on 2026-03-24 for the period of 2023-12-11 to 2026-03-21. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2023-12-11. In addition a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "level detection module is defect" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. This event occurred on the chinese market on a significantly similar device to "vario twin, hl 20 4-pumps", which is sold in the us under premarket submission number k943803 for the out of the us device, subjected to this report. For d4 unique identifier (UDI)#, primary di number has been used for vario twin, hl 20 4-pumps with catalog number 701043262, which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.